Event description:
Daughter of home patient reports home patient received a system error 2240 alarm on homechoice in drain 1/4. Home patient noted heater bag was inflated with air and air bubbles were in patient line. Home patient discontinued treatment and noted this was 2nd use of this homechoice set. Per health care professional, home patient was diagnosed with peritonitis same day and treated outpatient with antibiotics. Per health care professional, home patient is responding to treatment.